Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high shock impedance measurements. An xray was performed and the s-ICD system was turned off and it was considering explant and replaced this s-ICD with transvenous. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced with a new s-ICD. While the electrode remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high shock impedance measurements. An xray was performed and the s-ICD system was turned off and it was considering explant and replaced this s-ICD with transvenous. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced with a new s-ICD. While the electrode remains implanted. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.